Event description:
The surgeon attempted to implant a lens inside the pt's eye. During insertion the surgeon noticed a posterior capsular tear. A vitrectomy was perforned and the lens was removed. No additional info is available.